Event description:
It was reported that the device was stuck at the end of the central line, and it broke apart when the nurse unscrewed it. Reporter stated that a patient had to have their central line replaced because they could not remove the broken plastic from the end of his line. The outcome of the event is unknown.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00220. The date of that submission was 23-may-2025. H3: the device history record of reported lot number 6097432 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.